Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a preoperative midline sternotomy, there were dense adhesions. The ascending aorta was adhered to the pulmonary artery, the superior vena cava and it was encased in a dense inflammatory process. The internal mammary artery was procured as a pedicle, the right greater saphenous vein was procured endoscopically. Both proved to be good conduits to be used for bypass. Full heparin was given. The left atrial appendage was large. It was resected with open linear staplers. Due to the inflammatory process and the difficulty with the aortic adhesions, the user cross clamped and arrested the heart through antegrade and retrograde cardioplegia. Throughout the operation the cardioplegia was repeated every twenty minutes via retrograde, direct coronary or through the reconstructed vein graft routes. The user thought replacing the root from inside the aorta. The previous graft and the sinotubular junction was opened. The root was replaced with a 29 mm porcine freestyle bioprosthesis with interrupted sutures. The coronaries were left intact and an 8 mm graft was sewn to the ostia with running suture from a different manufacturer on its both ends. The resultant tube was anastomosed side to side to the old graft with a running suture from a different manufacturer. This did not work. There were attenuated tissues and multiple areas of tissue breakdown with bleeding. The doctor thought that the patient's only chance was to replace as much diseased tissue as possible. The user decided to perform a bentall and ascending aortic replacement under circulatory arrest. Initially, and the patient was cooled down. One gram of methylprednisolone was given intravenously. The head was packed with ice for the duration of cooling and other medications including propofol were given for cerebral protection. Once a goal temperature was reached and the electroencephalogram (eeg) showed isoelectric cerebral activity, circulatory arrest was started. The ascending aorta was resected along with the previous graft. A 28 mm graft was sewn onto the junction of the ascending aorta with the arch (hemiarch) with running suture from a different manufacturer. The user felt material was used for additional strength. An 8 mm side branch of the graft was used as root vent/antegrade and attached directly onto the pump circuit. The other side branches were stapled off with open linear vascular loads. Under deep trendelenburg position, blood was initiated as increasing flows from the femoral cannula. When satisfactory deairing was achieved, the aortic cross clamp was applied. The patient was started to be rewarmed. Cardioplegia was repeated about every 20 minutes in retrograde route as well as down the coronary ostia directly during the cross clamp time. The aortic root was resected, the aortic valve was removed and the coronary ostia were fashioned. The porcine root bi oprosthesis was seated in place with pledgeted sutures from another manufacturer placed in interrupted horizontal mattress pattern. The pledgets were on the aortic side. The coronary buttons were sewn onto the root bioprosthesis with running suture from a different manufacturer and strengthened with autologous pericardial strips. The root bioprosthesis was sewn to the ascending aortic graft with running suture from a different manufacturer. All tissues were extremely attenuated and I did not believe that the sutures would work. Following deairing, the aortic cross clamp was removed. An intraaortic balloon pump was also placed at the end of the procedure. Access was obtained to the right femoral artery and a guidewire was placed. This guidewire was confirmed to be in good position by transesophageal echocardiogram (tee). An intraaortic balloon pump was placed through a sheath and secured in position. It functioned well. Pacing wires used were two atrials and two ventriculars. Specimen were taken from the ascending aorta, aortic valve and left atrial appendage. It was noted that the blood products used were 2 units of fresh frozen plasma (ffp), 10 units of cryprecipitate, 2 bags of platelets and 3 units of packed red blood cells (prbcs). There was significant tissue breakdown and estimated blood loss was 400 ml and the condition was not compatible with life and the patient passed.